Event description:
Customer reported the check button did not function correctly when attempting to troubleshoot an error message, and the protective rubber on the menu and check buttons has severe damage. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.